Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn 15301351 was performed from the date of manufacture, 18-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was not on bus. A field service engineer (fse) found that the remote was disconnected in the storage space configuration, then shut down the station and inspected and reseated all cables. After rebooting the unit, the remote manager reconnected successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the fridge failed to open and displayed a requires maintenance message. A reboot and recovery attempt was unsuccessful. The unit was also unplugged and plugged back in, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.